Event description:
It was reported that the pump shut down unexpectedly. The customer experienced an elevated blood glucose (bg) level (576 mg/dl). An insulin injection was administered to treat the bg. The customer continued to use the pump for insulin therapy.